Event description:
It was reported that the lead exhibited a capture anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4). Final analysis found that two filars of the sensing coil were fractured at 29.6 cm from the connector pin as a result of clavicular crush. All four lead tines were fractured and missing. The tines most likely fractured over time as a result of damage induced by an introducer or another device.